Event description:
The pt's wife reported that the patient began experiencing the following symptoms in 2006, pain over pump, nausea, hot/clammy (without fever), return of pain, increase in spasms, labored breathing and difficulty sleeping for several days. The pt had a pump refill six days before the event, with no dosing changes, then underwent MRI on 12/15. The pump was not checked following the MRI. No alarms have been heard. The patient's spouse states they have spoken to the doctor and are on their way to his office to have the pump checked. A follow-up report will be sent if add'l info becomes available to us.